Event description:
It was reported that the insertable cardiac monitor exhibited under-sensing, resulted a false pause episode. No intervention was performed. There were no patient consequences reported. The patient would be further monitored.

Manufacturer narrative:
Further information was requested but not received.